Event description:
It was reported that a small volume folfusor under-infused 230 ml of non-baxter ceftazidime. The rate of the infusion is unknown; however, 50 ml remained in the device after 24 hours. There was no report of patient injury and medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from july 23, 2014 to july 24, 2014 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.